Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but the pump is rented through uhs. Baxter contacted the uhs rep, requested the pump for an in-depth eval, but he refused to send it. Should the pump be rec'd for eval, a follow up report will be filed upon completion of the eval or if additional info becomes available.

Event description:
Report from FDA rec'd indicating the facility reported via voluntary medwatch, an infusion pump with overinfusion. Reportedly, "hung 10 meq of potassium chloride on pump. Programmed pump 1 hour. Pt called and complained about pain in her arm. It was noted that the potassium had run completely in, in less than 5 minutes. The pump was removed and a new pump was placed on her IV." Although requested, no further info was provided regarding the site of the infusion, if there was any cardiac arrhythmia, and what the pt's potassium levels were prior and after the event.